Event description:
A report was received stating that a patient had a pocket revision because the ipg was protruding out of the patient's skin. The physician took out the ipg, washed it with antibacterial, made a new pocket and re-implanted the ipg. The patient was treated with antibiotics and is reportedly doing well.

Manufacturer narrative:
The ipg remains implanted in the patient and will not be available for evaluation.